Event description:
The pt reported that he has experienced multiple occasions over the past few years where his infusion set tubing has separated. He stated that he noticed the most recent event as he was pulling his infusion device out to bolus. He did a routine check and noticed that the outer tubing had separated. The pt stated that his blood glucose readings were not affected. The pt changed his infusion set tubing. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.